Manufacturer narrative:
The sureform 45 curved-tip stapler instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (afe) on 01-nov-2024. The following additional information was provided: it looked like a piece of the wrist cover was missing.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 curved-tip stapler instrument had unspecified issue. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the wrist corner of the stapler was damaged.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. There was no report of a fragment falling inside the patient while the instrument was in use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 curved-tip stapler was analyzed and found to have the snake wrist cover torn. As a result, the instrument became stuck when attempting to remove it from the cannula. The tears measured roughly 0.213" to 0.447". Visual inspection displayed no signs of missing fragments. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.